Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.